Event description:
It was reported by service report that the cot will not always lock in the up position. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results: latching mechanism.